Event description:
It was reported to manufacturer, by facility, (B) (4) - a dse customer. Per facility they have the tx cair w/cair rails air mattress inflated fully for wound care management for this resident, resident fell out of bed while using our b530 bed w/f14sc 1/2 rails and per facility they are concerned because our rail only extends past the mattress by 1 1/2 inches so they are looking for a rail solution to work with our bed / rail / and the tx cair unit. Joerns does have therapeutic surfaces that are lower than the txcair in depth, which provides comparable benefits. Joerns designs the height of the assist devices to accommodate a typical mattress in the post acute setting, a typical mattress is foam or a foam air hybrid that has a 6" depth. The dynamic surfaces such as the txcair are considered specialty surfaces by both the FDA entrapment guidelines and iec60601-2-38. And therefore, when electing to use a specialty surface the bed system must be evaluated for the clinical situation of the resident for all benefits and risks. Therapeutic benefit of the surface, risk of entrapment, and risk of pt falls are three of those benefit / risk criteria to evaluate.